Manufacturer narrative:
The company representative was unable to duplicate the reported problem. Checked blood detect circuit and it passed. Checked calibration and passed. No signs of blood in system and no leaks as well. Replace screw hole cover. In an unrelated repair the label screw concealment (part number: 0334-00-1666) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "maintenance required code #3" alarm (balloon transducer offset failure) followed by a "blood detected" alarm, the customer reboot the iabp and the iabp generated an "autofill failure" message. The patient was switched to another iabp and therapy was continued. No patient injury was reported.